Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 2001 - patient underwent implant of an unspecified "cadaveric sling" to treat sui. On (B)(6) 2009 - the patient underwent a pubovaginal sling procedure with implant of a bard/davol of flat mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. The medical records provided consist of the patient's implant operative report and sticker page. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.